Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: the black box shows no evidence of voltage fluctuations, several por events observed on 7/29/16. The battery compartment/cap are undamaged and able to fit securely. The bolus button cover and slug are detached and missing. ¿ez-prime¿ steps were performed correctly, all currents reading are within specifications. There was no overheating or any eaw occurred during the investigation, the product performs within specifications. The pump¿s cover was removed, no intermittent condition was found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.